Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. The device's downloaded logs were reviewed by the third-party service center. There was three error code found. The third-party service center concludes that there was no visible foam degradation and unit got scrapped.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information. After review, it was corrected. The following information updated in this report. In box-h: evaluation results code, component code and conclusion code grid was updated. Recall number was updated as not applicable.